Event description:
On the date of 24 june 1999 a residue was noticed on one of the endotracheal tubes. While investigating the situation another one was opened and the same results were noted. Due to the chemicals used to produce this product being unknown, rptr feels that the product would be unsafe, due to "the toxins that are released into the residue," to perform and support operational procedures, and therefore has suspended 44 items on hand, preventing harm or hazards to the pt.